Event description:
The patient reported the implantable neurostimulator (ins) migrated towards the spinal column, giving the patient great pain. The ins was relocated in (B)(6) 2016. For the last three months there was a change in pain control, which was considered a gradual change. The patient was no longer getting the pain control she was getting when the ins was first put in. The patient wanted a company representative (rep) to meet with her. There was no trauma or falls related to the issue. The indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.